Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator revealed infection, along with pocket erosion, pocket inflammation and discharge due to wound dehiscence. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout the intervention process.